Event description:
It was reported that the vamp plus device package was opened when it was noticed that the device was broken in two pieces. It was broken at the withdrawal sampling site connection. The tubing was detached from the sampling site. This observation was noted prior to the procedure. There was no patient injury reported.

Manufacturer narrative:
The product was not returned for evaluation. Initially it was communicated that it would be returned. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No actions will be taken at this time.